Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks due to t-wave oversensing. The patient was brought into the clinic for an assessment, the device was interrogated and showed two further inappropriate shocks in the primary and secondary vectors. The patient was admitted into the hospital and the system was turned off until a full assessment and clinical review can be performed. No additional adverse patient effects were reported. This s-ICD and electrode remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks due to t-wave oversensing. The patient was brought into the clinic for an assessment, the device was interrogated and showed two further inappropriate shocks in the primary and secondary vectors. The patient was admitted into the hospital and the system was turned off until a full assessment and clinical review can be performed. Additionally, the patient has a history of brughada syndrome. This system was explanted and replaced with an insertable cardiac monitor (icm). No additional adverse patient effects were reported.